Event description:
Patient reported left side rupture and fluid build up around the breast. Later healthcare professional reported rupture. Later healthcare professional reported "indeterminate prominent internal mammary chain lymph nodes" and "slightly increased size of a prominent left internal mammary chain lymph node measuring 1.1 cm, previously 0.8 cm" via MRI report. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, missing assessed as inconclusive. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported left side rupture and fluid build up around the breast. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional later reported "hole, non-specific," "fluid buildup around the breast" and ¿indeterminate prominent internal mammary chain lymph nodes." Device has been explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.